Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: an (B)(6) male patient underwent taa repair. The descending thoracic aorta had been replaced with artificial vessel and the anastomotic aneurysm in the proximal side was treated by placing tx2 device(42mm x216mm) in (B)(6) 2014. This time, the proximal side has been expanded more, so the bypass of the left carotid artery and the left subclavian artery was created first and then the physician inserted the delivery system of zta-pt-46-42-233-w1 from the right femoral. He started to expand the stent graft from right below the left carotid artery, and then he rotated the blue rotation handle but confirmed the bare alignment stent and the proximal end of the graft were not opened under fluoroscopy. So he followed the release troubleshooting to disassemble the blue rotation handle and slid the blue rotation handle backward without resistance but the situation didn't change. He then checked the slid blue rotation handle and found the release wires were not attached to it as the clear connection part of the wires and the blue rotation handle were detached. The wires were in place tidily within the gray positioner and it indicated the wires has not been pulled at all. He then grasped and pulled the wires that were protruded from the gray positioner using surgical forceps and confirmed the bare alignment stent and the proximal end of the graft became opened. He performed angiography and confirmed there was no endoleak and completed the procedure. Patient outcome: the patient did not experience any adverse effects due to this ocurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: according to the reported information, when the blue rotation handle was rotated, the bare alignment stent and proximal end of the graft did not open. No stop was felt when the blue rotation handle was rotated. The physician moved forward to the release troubleshooting procedure, where the blue rotation handle was disassembled and slid backwards with no resistance. The blue rotation handle was not connected to the threaded wire knob or release wires. The release wires were in place in the groove within the sliding rod. The wires that protruded from the gray positioner were pulled with forceps, and the bare alignment stent and the proximal end of the graft opened. No endoleak was observed afterwards on angiography. During investigation of the returned product, no observations were made of marks or indentations in the sliding rod, threaded wire knob or blue rotation handle. Likewise, no mismatch between component dimensions was observed. There appeared to be no impairment in rotation functionality between the blue rotation handle and threaded wire knob. During test deployment of a zenith alpha-proximal component device, it was noted that during troubleshooting procedure, it is possible to detach the blue rotation handle from the introducer system and the release wires, if the blue rotation handle is rotated in opposite direction of the arrows. In relation to the troubleshooting procedure, the IFU states: "stabilize the gray positioner and slide the blue rotation handle backward to pull the release wires until the graft is released." Based on the returned product investigation and available information, it has not been possible to determine the cause for why rotation of the blue handle did not open the proximal end of the graft. According to the reported information, the patient did not experience any adverse effects due to this event. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: an (B)(6) male patient underwent taa repair. The descending thoracic aorta had been replaced with artificial vessel and the anastomotic aneurysm in the proximal side was treated by placing tx2 device(42mm x216mm) in (B)(6) 2014. This time, the proximal side has been expanded more, so the bypass of the left carotid artery and the left subclavian artery was created first and then the physician inserted the delivery system of zta-pt-46-42-233-w1 from the right femoral. He started to expand the stent graft from right below the left carotid artery, and then he rotated the blue rotation handle but confirmed the bare alignment stent and the proximal end of the graft were not opened under fluoroscopy. So he followed the release troubleshooting to disassemble the blue rotation handle and slid the blue rotation handle backward without resistance but the situation didn't change. He then checked the slid blue rotation handle and found the release wires were not attached to it as the clear connection part of the wires and the blue rotation handle were detached. The wires were in place tidily within the gray positioner and it indicated the wires has not been pulled at all. He then grasped and pulled the wires that were protruded from the gray positioner using surgical forceps and confirmed the bare alignment stent and the proximal end of the graft became opened. He performed angiography and confirmed there was no endoleak and completed the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.